Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown abruptly and upon boot up would not launch the software or the operating system. There was no harm or injury reported. This cns was monitoring only one patient at the time when the event occurred. The customer will be receiving replacement hard drives in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) shutdown abruptly and upon boot up would not launch the software or the operating system.

Event description:
The customer reported that their central nurse's station (cns) shutdown abruptly and upon boot up would not launch the software or the operating system.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported that the cns crashed (shut down abruptly) and upon boot up would not launch the software or the operating system (mu-971ra sn: (B)(6) ). After troubleshooting nk discovered the hard drive had likely failed on this central nursing station and subsequently were unable to use it to monitor their patients in the msu. Only one patient was being monitored on a mu-631ra bedside. As a work around, to allow the nurses to continue monitoring this bedside from their cns location, nk utilized an unused bedside monitor, setting it up with interbed to remotely view the patient room msu-2. Investigation summary: on 12/06/2019, the issue was resolved by nk ts by providing a temporary consignment unit while the customer finds a replacement for the bedside monitor (mu-971ra). The root cause could not be determined due to the lack of details provided. The device was in use with a patient at the time, but no harm was reported. This product has been sunsetted by nk and is no longer being serviced. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products